Manufacturer narrative:
No sample is expected to be returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the surgeon noted a small fiber during cataract surgery and removed it. The customer did not know if the fiber came from the pack, the iol (intraocular lens), or the viscoelastic. The case was completed with no impact to the pt.